Event description:
This pt has a previous history of coronary artery disease, previous mi, hypertension, lipid metabolism abnormality, and diabetes. The procedure was an elective case. The target lesion was the right coronary artery. The lesion was concentric, type b2, denovo, and 15mm in length. Bifurcation and calcification were not present. The lesion was pre-dilated with a balloon (3.0x20mm) at 8atm for 20 and 30 secs. A cypher (3.0x23mm) stent was successfully deployed at the target lesion at 12atm for 40 secs. Post-dilation was conducted with a balloon (3.0x8mm) at 22atm for 45 secs. Ivus was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis after the procedure was 0%. Three weeks post index procedure the pt returned for routine follow-up, and did not complain of any chest pain. However, the pt showed symptoms of respiratory failure and edema. The physician diagnosed the pt with cardiac failure, and a cag was conducted. The cag confirmed thrombus in the cyhpher stent implanted at the right coronary artery. To treate the thrombus, a guidewire was inserted and poba was conducted with an unk balloon (3.0x18mm). Followed by deployment of a driver stent (3.5x12mm) was implanted overlapping the cypher stent at the proximal edge. Pre procedure medications included aspirin 100mg, ticlopidine hydrochloride 200mg and warfarin potassium 3.5mg. During the procedure the pt was administered aspirin 100mg, heparin 8000/u, ticlopidine, hydrochloride 200/mg, and warfarin potassium 3.5mg. The pt was discharged on aspirin 100/mg, ticlopidine hydrochloride 200mg, and warfarin potassium 3.5/mg. No add'l info was reported.